Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) detected high out-of-range pacing impedance on the left ventricular (lv) lead. No adverse patient effects were reported. The crt-d and lv lead remain in service. Additional information received indicates the plan is to change the out-of-range alert to 2500 ohms and continue with routine follow-ups.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) detected high out-of-range pacing impedance on the left ventricular (lv) lead. No adverse patient effects were reported. The crt-d and lv lead remain in service. Additional information received indicates the plan is to change the out-of-range alert to 2500 ohms and continue with routine follow-ups.

Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.